Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had e226 error (scope error). The issue was found during set up the device for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the transmitter and receiver module a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the transmitter and receiver module should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.